Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped on cement and the touch screen became cracked, unresponsive and unreadable as there are multi-colored lines running across the touch screen. Customer¿s blood glucose was 157 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.